Event description:
It was reported that, during use, blades gave intermittant light. It was further reported that the alleged product was used on a trauma pt, who the healthcare professional termed as "not viable; about dead on arrival." It was reported that the pt death was not due to the alleged defective product but rather due to the trauma sustained.